Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) will be explanted next month for premature battery depletion. The device has been implanted 3.8 years, and is programmed vvi at 40, and had delivered one shock.